Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg had moved from her lower back to the lower buttock. The patient underwent an ipg revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.